Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had shown a steady increase in high-voltage coil impedance measurements since the patient had received a system upgrade. It was noted that several years prior, a single low high-voltage impedance measurement was observed on the rv lead as well. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.